Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had low defibrillation impedance. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.